Event description:
This patient is a (B)(6) male who was admitted to the hospital two days ago as he had noted that his ventricular assist device was alarming repeatedly. Additionally, he had noted darkening of his urine.